Event description:
It was reported that a shoulder latarjet technique was performed on (B)(6) 2015. On (B)(6) 2015, the patient reported pain and an x-ray confirmed that the screw was broken. The patient felt pain when he got out of bed and push himself up. Follow-up investigation: this was a left shoulder latarjet procedure. Surgeon was performing the procedure for the first time and was assisted by another surgeon who had done several latarjet procedures. Both screws ar-7000-34ft, ar-7000-36ft were implanted in original surgery and unsure if one or both are broken. Patient has been sent to another surgeon. Revision plans not known at this time. It was reported to sales rep that the patient was getting out of bed and he pushed off with his left arm and at that time felt something was wrong. Revision surgery was performed on (B)(6) 2015. Surgeon ended up retrieving 80% of both original screws. Portion of screws that could not be retrieved were buried deep in the glenoid. Surgeon used another manufacturer's screw between the two existing drill holes and reinforced his repair with two arthrex double loaded suturetaks.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that about a quarter of an inch was broken off distally. Fracture surface appears to be rough and slightly deformed. Complainant's event is most likely caused by failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.